Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01435. This report is being submitted as additional information. Approximate age of device ¿ 5 years, 8 months, 8 days. Manufacturer's investigation conclusion: no product was returned for evaluation. The report of pump stops on (B)(6) 2017 were confirmed based on the evaluation of the submitted log file; however, a specific cause could not be conclusively determined through this evaluation. These events corresponded to alarms for driveline disconnected, low speed and low flow hazard. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the lvad clinician requested that the log file downloaded from the system controller during the patient¿s clinic visit be reviewed. The patient admitted to occasionally disconnecting the driveline against the advice of the medical team. The submitted log file was reviewed by the manufacturer¿s technical services representative and it was observed that two driveline disconnects occurred on (B)(6) 2017. Additional information regarding the event has been requested but none has been provided at this time.